Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k): k062858 and k082644. The actual device was returned for evaluation. Visual inspection upon receipt found that the sheath tube had been fractured at approximately 80mm from the distal end of the device (at approximately 20mm from the distal end of the hub). According to the specifications of this product, the total length of the sheath tube should be 100mm. From this, it can be determined that there is no segment separated and missing from the actual device. Magnifying inspections of the fracture cross-sections revealed the fractured tube had some stretched sections. This state implies that the actual device was subjected to pulling force on this section. On the section which had not been stretched, the fracture surface was found to be in the smooth state. This implies that the actual device came into contact with a sharp-edged object on this section. Electron microscopic inspection of the fracture cross-sections revealed some abrasions generated on the section adjacent to the fracture cross-section. This implies that the sheath tube has come into contact with a sharp-edged object on the outer surface. The sheath tube was cut vertically at an undamaged segment adjacent to the fracture for further inspection. Magnifying inspection of the cut cross-section verified that the wall thickness was uniform with no deformed shape of the lumen. The inside diameter and wall thickness were measured and confirmed to meet the specifications. Reproductive testing was performed. The sheath tube of a test sample was given a cut with a scalpel from the outside of the tube. Electron microscopic inspection of the cut cross-section revealed its surface was in the smooth state, which was similar to that of the actual device. A review of the device history record and the product release decision control sheet from the involved product code/lot number combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation, it is likely that the actual device came into contact with a sharp-edged object, including a scalpel, on the outer surface of the sheath tube and got notched with it partially, by which its tensile strength was deteriorated. Subsequently, when pulling force was applied to the actual device during withdrawal the actual device got fractured completely, resulting in this event. However, the exact cause of the reported event cannot be definitively determined based on the available information. The IFU cautions states: "when puncturing, suturing, or incising the tissue near the sheath, be careful not to damage the sheath." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that after the completion of the eps case, when the physician tried to withdraw the actual sample, he felt some resistance. Continuous pulling force fractured the actual sample at approximately 2cm from the distal end of the housing. The fractured segment remaining in the vein was retrieved with forceps with no bleeding from the patient. The retrieved fractured sheath tube was taken out of the vessel finally by giving a small cut to the vein. No bleeding occurred. The patient was reported to be fine.